Event description:
It was reported that during an unknown procedure, scissoring occurred during use and the clip was malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked as intended but the orange indicator over traveled; however, this finding is not related to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.